Event description:
During a laparoscopic nissen fundoplication, the lcs was used across the short gastrics, power level 3, blunt mode. Instrument was activated across tissue; tissue separated without coagulation. Rep tested instrument, it worked fine. A new lcs and different hand piece were used to control the bleeding and complete the case.

Manufacturer narrative:
H6; code 100/400: clamp arm bent. Based on the inquiry info received, the visual and functional testing, it was found that the clamp arm of the lcs was bent. This might have caused the lcs not to function properly. No conclusion could be reached as to what may have caused the clamp arm to be bent. The mfg site has been made aware of this incident.